Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007- the patient underwent spinal fusion at t8-l3. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery at multiple levels and the patient has increased fear of cancer. Allegedly, "the patient experiences sharp pains in her mid-back that were not present before the surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.